Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. The technical service representative could not duplicate the intermittent image with a test video baton. The image displayed by the returned video monitor was stable and clear with good color rendition. The video monitor passed all tests and was returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image was intermittent. The customer indicated the procedure was completed with an unknown device. The length of time to prepare the second device was not reported. The customer stated they later isolated the issue to the video monitor. No harm to the patient was reported.